Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported inability to build vacuum as well as air bubbles in the aspiration line during a cataract procedure. Upon follow up a nurse informed that "during this case there was lenticular debris present. The surgeon tried to remove it and the bag broke." The cassette was changed out during this case. Also, the nurse informed that "does not believe that the patient event experienced had to do with the vacuum issue, thinks that it was due to the density of the cataract." The patient had to have a pars plana vitrectomy at another facility. A product sample and additional information was requested for this event. No additional updates have been received at this time.

Manufacturer narrative:
The product lot specific to this event is not known; therefore, lot history and device history record review is not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).